Event description:
Pt alleges she developed immune problems, is losing the use of her arm, bad calcification, breast pain, numb spots and she became extremetly ill. Operative report states the pt had severe discomfort due to grade IV bilateral capsular contractures. Pt also complained of generalized aches and pain and intermittent swelling of the hands and arm and pain which she relates to her breast implants. She also had deformity of the areola of both nipples with obvious loss of the nipple areola complex partially bilaterally.